Event description:
On 02/22/1999, the MFR rec'd a medwatch report that states the following: the device was inserted and was ready to flush with heparin. The device would not flush and as a result, the device was removed and a new device was inserted. The pt was not harmed. No further details were provided.